Manufacturer narrative:
Additional information: b5, h6 device code.

Event description:
New information received notes the left ventricular lead exhibited failure to capture prior to being capped and replaced on (B)(6)2020. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a left ventricular - lv lead exhibiting a capture anomaly. The lv lead was capped and replaced. The patient's condition was unknown.